Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test and unexpected battery power loss noted. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that they received replace battery alarm and the battery failed message. Customer¿s current blood glucose level was 250 mg/dl. Customer also reported that the insulin pump had crack on battery compartment. The insulin pump will be returned for analysis.